Manufacturer narrative:
(B)(4). The returned part was visually inspected for part number, lot number and damage. The large pin was confirmed to be fractured off. Fractures identified in knee risk management report. The product is believed to have been conforming when it left zimmer biomet and that the fracture occurred during normal use during the life of the product." There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial left partial knee arthroplasty the extremity end of the hook fractured during the tibial trial. No pieces fell into the patient.